Event description:
It was reported that the ventilator failed during patient treatment due to water entering the air gas module. There was no harm to patient. (B)(4).

Manufacturer narrative:
A field service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed.

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. During testing in a reference ventilator several performed pre-use checks passed without deviation, and no alarms were generated during ventilation tests. However, ocular inspection showed moisture traces in the filter housing of the air gas module which confirmed the reported problem about water entering the air gas module. Received event logs were overwritten and did not cover the reported date of event. Test logs did not show pre-use checks failures on or near the reported date of event. The hospital has confirmed that the air supplied to the ventilator had too high a water content. According to the user's manual maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. Previous investigations have shown that moisture in the supplied air can start a corrosion process of the delta pressure transducer inside the air gas module which in turn causes a failure of the pressure transducer. The delta pressure transducer is part of the flow measuring in the gas module. The failure of this component leads to inaccurate gas flow regulation which will be detected during pre-use checks and alarms will be activated if the failure occurs during ventilation.